Manufacturer narrative:
The abutment was returned with a crown attached and the separated base. The reported fracture was confirmed. The device history record review did not identify any manufacturing deviations which would result in or contribute to this complaint. Corrective action identified several causes, with all root causes associated with the inadequate qualification and lack of controls at the product supplier. Corrective actions included the disqualification of the supplier and discontinuation/obsoleting of the zireal product.

Event description:
The dentist reported the patient had a loose crown and abutment on the implant. The dentist reported the zirconia fractured at base of abutment.